Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited noise on the ventricular channel. No intervention was performed. The patient was in good condition.